Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Evaluation: since neither the subject lead nor any programmer files were available for analysis, the reported observations can neither be confirmed nor excluded. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2019 a patient was implanted with petite 52erb lead (s/n (B)(4) was implanted in the right ventricle. On (B)(6) 2023, the pacemaker was checked because the patient complained about dizziness. Ventricular noise oversensing had been recorded multiple times in memory of the pacemaker. Ventricular noise oversensing occurred also while the pacemaker was being checked and developed bradycardia intermittently. There was no problem with the impedance of the ventricular lead. On (B)(6), a replacement of the ventricular lead was performed. A new atrial lead and a new ventricular lead were implanted from the contralateral side because the ipsilateral vein had been occluded, and they were connected to a new pacemaker. The procedure was completed with the existing atrial lead and the existing ventricular lead abandoned inside the body.